Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4162507. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd the following information was provided by the initial reporter: IV safety fail/ IV needle unable to be retracted.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.